Event description:
Additional information received indicates that there were no known allegations of deficiency against the lead.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and shocking sensations due to lead fracture. Surgical intervention may take place to address the issue.